Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the reporter, the patient experienced a seizure due to hypoglycemia and inaccurate cgm values. The patient´s wife assisted the patient (no documentation about the treatment provided) and woke up before third party arrived. At an unspecified time of the event the cgm was reading 5.0 mmol/l and the blood glucose reading was 2.8 mmol/l. At the time of report, the patient¿s condition was unspecified. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.